Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 384, 290 and 341 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 410 mg/dl and 367 mg/dl using true metrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/28/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history (memory concerns: 384, 290, 341 and 434 mg/dl): (B)(6). Memory concerns:customer is concerned with the results of 384, 290, 341 and 434 mg/dl in the meters memory.